Event description:
The patient was ordered to have a urinary bladder catheter placed after a bladder scan showed approximately 900cc of residual urine. Proper sterile technique was used and the hospital protocol steps were followed by the nurse (rn) to set up for procedure. Two nurses were at the bedside for the procedure to insert a catheter into an elderly male patient. Upon insertion of a 14 fr 5cc balloon bard urinary foley catheter, there was urine return via urinary tube. However upon attempted inflation of the balloon, there was slight resistance experienced. The rn did not advance the catheter and the 10ml sterile water was inserted and removed. Another rn staff member was called to assist. Sterile manipulation was made and again urine return was found without resistance and the 10ml sterile water for balloon inflation was inserted a second time. Minimal urine was draining from the catheter, yet it was believed that the patient had approximately 900cc in his bladder. The nurse questioned the placement. The clinical nurse resource was asked to come to the room to assess. The urinary catheter balloon was deflated with minimal saline output via syringe. Lubricant was placed at tip of urethra, at this point very minimal manipulation was made and the urinary catheter self-removed from the patient. Upon removal of catheter, inspection of the balloon site on the urinary catheter was made and it was noted that there was a broken seal at the distal end of the bladder catheter. No pieces of the latex product were observed to be missing. The urinary catheter was removed and saved. A catheter was then placed by a urologist using a scope to guide the placement and the bladder was emptied. No injury was suspected as a result of this procedure. The bard 14 fr catheter that shows damage was saved and the company was notified that the catheter is available. The bard representative was contacted and coming next week to retrieve the device.